Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that ophthalmic knife exhibited dull. Incision was not proper and iris came out. Surgery was completed by suture.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the knife is not cutting well and iris prolapse; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent file were reviewed by the manufacturing site. Photo 1 shows a knife blister unrelated to this file. Photo 2 shows a clearcut hp2 slit knife blister, the product and lot number are confirmed in the photo. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating that the symptoms of patient were resolved and the corneal is clear. Suture will be removed in the next visit.